Event description:
It was reported that patient's both of the octrode leads had migrated. As a result, surgical intervention took place on (B)(6) 2025, wherein both the leads were cut down to the ipg port. Physician was unable to replace the leads due to difficulty in accessing the epidural space.

Manufacturer narrative:
Date of event is estimated. Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.

Event description:
It was reported patient underwent surgical intervention on (B)(6) 2025 wherein the leads were explanted and replaced to address the issue.